Event description:
Caller reported a tandem mobi cartridge alarm, confirmed by technical support as cartridge alarm 35, which did not occur during the load process. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. Technical support confirmed the replacement of the pump, provided instructions for putting the pump into storage mode, and advised the caller on the steps needed upon receiving a replacement pump with updated software. The caller acknowledged understanding these instructions and agreed to return the problematic pump to tandem using the provided return box and pre-paid label within ten days.